Event description:
Pt reported receiving elevated blood glucose results (> 500 mg/dl), while using the suspect device. Pt stated that she sought treatment, in the hosptial emergency room, for elevated blood glucose results. Pt indicated that her physician was preparing to prescribe insulin, to manage blood glucose. Physician ran a blood glucose test, using a hospital monitor, which measured 217 mg/dl. At the same time, pt received no treatment, and physician did not alter pt's medications. On the day of the report, pt ran controls, which tested in range. A request was made for the return of the suspect product and replacement product was shipped.